Manufacturer narrative:
The device has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this bioprosthetic aortic valve, this valve was explanted and replaced because the patient had very friable tissue and the valve was not sealing as expected. The physician chose to remove the valve and replace it with a 29mm bioprosthetic valve. The second valve was successfully implanted with no further adverse patient effects reported.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.